Manufacturer narrative:
Multiple attempts were made for sample return. The probe was not returned for in-house evaluation. The root cause of the event cannot be determined in this investigation. (B) (4)

Event description:
The nurse reported the probe primed but would not cut. The probe was switched out and the case was completed as planned. No patient injury was reported.